Manufacturer narrative:
The reason for this revision surgery was the result of a loose glenoid after 1.2 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hopsitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 866c1577. (B)(4). The surgeon indicated the root cause of the glenoid looseness was a tissue and bone quality issue and not an implant issue. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the glenoid baseplate being loose. The surgeon felt this was more of a bone quality issue than an implant issue; he converted to a hemi-arthroplasty.